Event description:
Caller reported that pump display was frozen. There was no adverse impact to the customer's blood glucose level. Caller reset the pump using the information provided by technical support, which resolved the issue.